Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022. During the healing process, the implanted pulse generator (ipg) tilted, which caused communication between the ipg and the external therapy disc to become intermittent. A surgical revision was performed to correct the position of the ipg on (B)(6) 2023.